Event description:
The operating room nurse reported the retractor "fell apart" during a laparoscopic nephrectomy. All pieces of the device were retrieved and this was confirmed with an x-ray. The doctor was unable to complete the surgery laparoscopically and had to convert to an open nephrectomy which required additional anesthesia that was not anticipated.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.